Event description:
It was reported that the user experienced episodes of elevated blood glucose lasting about four hours on two consecutive days while using the ilet, after which glucose returned to target; investigation of this case revealed that the device delivered correction insulin as intended and that insulin supply remained available, with planned cartridge replacement. No clinical symptoms associated with hyperglycemia was reported. Outcomes included no reported injury, and no hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause with the device performing as designed and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.